Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
An event occurred on an unspecified date involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that there was visible black spot contamination on the IV tubing. Defect location was drip chamber and pump chamber. There was no patient involvement, and no harm reported.